Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient¿s parent that the pod cannula detached from the infusion site on the hip/buttocks after approximately 5-24 hours of wear. The parent also noted that the pod adhesive was not adhering well to the skin. Following the detachment, the patient¿s blood glucose level rose to over 400 mg/dl. A new pod was applied, and therapy was successfully resumed. No medical assistance was required. It was additionally reported that the infusion site had been prepared with alcohol and that removal oil is typically used.